Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit and found that the unit was operating properly. Additionally, the technician confirmed that the unit had alarmed "unload door obstruction" at the time of the event. The operator manual states, "personal injury and/or equipment damage hazard: "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction, and door will automatically stop from closing. Wait until door is fully open before removing obstruction," and "if an obstruction occurs and the chamber door is not fully open, press emergency stop push button prior to removing obstruction." Additionally, during the technician's inspection, it was found that the unit had displayed "door safety test required" prior to the reported event. User facility personnel did not perform the door safety test and continued to utilize the unit. The unit is not under steris service agreement for preventive maintenance; the user facility is responsible for all for maintenance activities. A steris account manager completed in-service training on the proper use and operation of the amsco 5052 washer/disinfector, specifically on the importance of following safety operating procedures. The unit was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that an employee was attempting to clear an obstructed rack from the door of their amsco 5052 washer/disinfector, when the door came down and contacted an employee's hand. The employee received stitches as a result.

Manufacturer narrative:
It has been reported that the employee subject of the event did require surgery on their hand that was injured. No further details have been provided. No additional issues have been reported.